Event description:
It was reported that during a coronary drug eluting treatment procedure, the vessel spasmed on the wire. The treatment was for a total occluded, severely calcified and severely tortuous lesion in the right coronary artery (rca). The physician was attempting to direct stent the lesion with a taxus express2 - 2.50 x 12 mm stent, however, could not cross the lesion. The physician was able to get a guidewire down to the lesion, however, could not get a balloon or a stent to cross the lesion due to the vessel spasm on the guidewire. In addition, "everytime" when the taxus stent was close to the lesion the pt would go into ventricular tachycardia. The physician then decided to send the pt to have a schedule surgery where a bypass was performed. No pt injuries or complications were reported.